Event description:
It was reported that the customer encountered air bubbles and gaps in their tandem mobi cartridge system during pumping. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. To resolve the issue, the customer administered a correction bolus via the pump and subsequently changed the cartridge and infusion set tubing, after which the insulin administration resumed without further problems.